Event description:
"The pump went into system failure are stopped infusing". The reported failure occurred during pt use. The failure type was not provided. Despite baxter's efforts to obtain add'l info from the unit manager, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.